Event description:
It was reported that the patient was having a lack of effect and wanted the pump removed. The patient reported "she doesn't really know if the pump is working and she wants to have it taken out". The patient's healthcare provider (hcp) indicated to the patient that "she probably doesn't realize how much it's helping". It was unclear if an explant was still being considered. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had lupus and was ¿hurt¿ and in pain.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter (B)(4).